Event description:
As referenced on manufacturer report # 1644487-2011-00382, a generator was returned for product analysis following the pt's lead fracture surgery. During analysis, an open feedthru capacitor was identified. The open capacitor was isolated to an open connection between the positive feedthru wire and the (B)(4) connection on the feedthru capacitor. After the capacitor was replaced, the device performed according to performance specifications. The device's design history records were reviewed and no issues relating to the failure were noted.